Event description:
It was reported that the customer began using apidra insulin instead of humalog. The customer began receiving occlusion alarms. Reportedly, customer's blood glucose level was impacted.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.